Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws would not open and the scrub tech prefired the device. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results of the el5ml found that it was received with the jaws closed and with the trigger partially cycled. One pear shaped clip and one unformed clip were released once the trigger was returned to the open position. The device was cycled and ten clips were fed and formed according to mfg specifications and then it locked out as intended. No opening issues were noted during testing. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.